Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was confirmed and the root cause was determined to be use error, open clamp. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during the dwell on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient (hp) to cycle power off and on. System error 2367 alarm occurred. The tsr assisted the hp to cycle power again to clear the alarm. The hp elected to finish therapy with a manual exchange. Product surveillance (ps) contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding a system error 2240. Per the pdrn, the hp did call her about the system error and she went over proper set up procedure with the hp. The nurse stated the hp has had no further problems with therapy and has been completing it successfully since. There was patient involvement; however, there was no injury or medical intervention reported.